Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no signs of physical damage. Visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed - when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, the front panel display remained dim. Internal inspection of the cycler found a short on t1 of the inverter board with lot code 2243 which reflects the transformer has insulation thickness p155. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Screen brightness check passed; system air leak test failed. Failure was due to a leak from the pressure tank. Replaced pressure tank the system air leak test passed. Pre-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A relative of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty cycler alarmed with m59 pressure leak warning during step 2 of setup. Warning occurred 7-8 times during last night's setup. Rebooted and re-setup the cycler, warning reoccurred. Replaced cycler due to m59 warning. The fresenius technical support representative advised that a replacement cycler would be issued, and to discontinue using their current unit. There was no patient harm or adverse event, and no medical intervention was required. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.